Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. All information was investigated, and the positioning failure could not be replicated in the testing environment. The reported gripper actuation issue was confirmed via returned device analysis. Additionally, detached suture knots were observed and potentially influenced the reported gripper actuation issue, positioning failure and the observed kinked gripper line. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate the lot-specific product issue. The investigation determined that the reported gripper actuation issue, positioning failure associated with leaflet grasping and observed kinked gripper line appears to be related to the detached suture knots. The detached suture knots appear to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001.

Event description:
This is being filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve however grasping was unsuccessful. The clip was repositioned however it was noted the grippers were unable to be raised. Troubleshooting was preformed however unsuccessful; therefore, the clip was not implanted and the cds was removed. Two clips were implanted, reducing mr to <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.